Event description:
On 6/21/1998, the distal end of a shiley trach fell apart resulting in pt choking, unable to be suctioned (trach out) then to hosp emergency room and transported via ambulance to hosp with a bronchoscopy with removal of foreign object performed. Trach had been put in 7/20/1997 at hosp.